Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: total delamination of the valve and crease flat. Per event code, no additional analysis required; child record closed. Based on the adverse event reported as no complaint against the device, further assessment is not required.

Event description:
Healthcare professional reported via online submission "right side exchange with no complaint against the device." Healthcare professional later reported deflation. This record is for the right side. Device was explanted and replaced.